Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced vaginal itching, vaginal discharge, stress incontinence, dysuria, hematuria, urinary tract infection, urinary frequency, urgency, and cloudy urine.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported (B)(6) 2011 that revision of mesh due to dyspareunia. No erosion of the mesh was identified. The area of discomfort indicated by the patient in the left vaginal sidewall was mobilized and a small piece of the mesh was excised. It was reported (B)(6) 2013 placement of retropubic mid urethral sling (boston scientific advantage fit) and cystourethroscopy which was excised (B)(6) 2013 due to exposed vaginal mesh. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.